Manufacturer narrative:
On (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 04/26/2006 and has no repair history at zimmer surgical. Evaluation of the device observed that there was damage to the head and 2" width plate. It was also noted that the leading edge of the control bar was not flush with the master blade, but the device performed within motor speed specifications. Prior to repair, the device was outside calibration specification at all thickness settings and did not pass side to side specifications at the zero and 0.0100" thickness settings. The device has not been returned to zimmer surgical for maintenance or repair since its MFR date eight years ago. Lack of preventative maintenance likely caused the lack of calibration at all tested thickness settings, which most likely caused the customer's reported event. The thickness setting utilized during the reported event is unk and the customer did not return any associated blades with the unit. Additionally, no info is known regarding the technique or methods utilized by the user during the reported event; however, incorrect user technique could cause the device to take an undesirable graft. The device was serviced and returned to the customer.

Event description:
It was reported that the air dermatome kit gave an improper graft. No additional clinical info was received prior to this report. If additional info is received, a follow up medwatch will be submitted.